Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data (pd) error indicating patient data/implant date may be unavailable. Technical services (ts) discussed the error is typically due to a benign memory anomaly resulting in a loss of patient data. Ts discussed the memory anomaly resulting in the loss of patient data does not affect therapy delivery and discussed potential programming options. Additional information was later received that this device was explanted and replaced for normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.